Event description:
The caller states the unit is alarming and shutting down after 3 seconds and getting a 1 red and 3 green error code which is time out failure compressor. Our technician advised he replace his check valves and the unit should be ready to go.